Event description:
The complainant reported a patient scheduled for a coronary artery bypass graft was being implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the medical team had difficulty delivering the impella pump due to the patient's vascular anatomy issue. After failed attempts the procedure was aborted. There was no harm or patient injury reported.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely due to patient condition, the pump could not pass through due to vascular anatomy issue. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. In instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.